Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the expiration date in the invoice not corresponding to the expiration date in the label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. It was verified that the date on the product was correct (31.10.2020), which denotes the last day of the due month as per procedure requirements, as for the date in the invoice (10/26/2020) it does not have the last day of the expiration month.

Event description:
It was reported that tube k2edta plh 13x75 4.0 plbl lav br had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: customer questions about the expiration date of the tubes produced by curitiba, as the system information differs from the physical labels. The expiration date in the invoice does not corresponds to the expiration date in the label.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9180512. Medical device expiration date: 2020-10-26. Device manufacture date: 2019-07-26. Medical device lot #: 9180513. Medical device expiration date: 2020-10-26. Device manufacture date: 2019-08-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube k2edta plh 13x75 4.0 plbl lav br had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: customer questions about the expiration date of the tubes produced by curitiba, as the system information differs from the physical labels. The expiration date in the invoice does not corresponds to the expiration date in the label.